Manufacturer narrative:
(B)(4). A review of the device history record was performed and nothing was found in the manufacturing, sterilization or packaging processes of this lens that contributed to the complaint. Conclusions - based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most likely root cause of the event has been determined to be due to mishandling of the product during or after removal from its packaging the lens damage indicates force or manipulation of the lens upon removal from the case. (B)(4).

Event description:
The reporter stated the technician opened the lens tray of an aq2010v silicone three piece lens and noted a haptic was torn off the lens. There was no patient contact. The reporter stated the lens was received that way and was defective.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4): evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. The other haptic was bent. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).